Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis with subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The culture resulted positive for pantoea agglomerans, an organism that is abundantly found in human and animal feces and especially in vegetables, fruits, and plants. This organism is mostly transmitted through plant thorn injuries. The patient stated she cut her hand while washing lettuce and suspected insufficient handwashing after the incident resulting in a breach of aseptic technique with pd therapy. Based on the available information and no evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse [(pd) rn] reported that a pd patient is doing in-center hemodialysis due to getting peritonitis. Additional information was obtained through follow-up with the pdrn. The patient called the pd clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy pd effluent. Due to being a saturday, the pdrn went to the patient¿s home for an assessment. A pd effluent sample was obtained, and the patient was administered intraperitoneal (ip) antibiotics with vancomycin and fortaz (dose, frequency, and duration unknown). The nephrologist was notified. The patient was diagnosed with peritonitis. The pd effluent cultures came back on (B)(6) 2022 and were positive for pantoea agglomerans. The antibiotic therapy was adjusted with the discontinuation of the vancomycin. The patient continued with fortaz. The patient was feeling worse and went to the hospital on (B)(6) 2022. The patient was admitted and treated for the peritonitis event. The patient was discharged on (B)(6) 2022 and instructed to continue the ip fortaz for two weeks. The cause of the peritonitis is a suspected breach in aseptic technique. The patient reported washing lettuce and cutting hand. The patient stated there could have been insufficient hand washing after that incident. The patient completed the antibiotic regimen and continued to complete pd therapy during recovery.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported that a pd patient is doing in-center hemodialysis due to getting peritonitis. Additional information was obtained through follow-up with the pdrn. The patient called the pd clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy pd effluent. Due to being a saturday, the pdrn went to the patient¿s home for an assessment. A pd effluent sample was obtained, and the patient was administered intraperitoneal (ip) antibiotics with vancomycin and fortaz (dose, frequency, and duration unknown). The nephrologist was notified. The patient was diagnosed with peritonitis. The pd effluent cultures came back on (B)(6) 2022 and were positive for pantoea agglomerans. The antibiotic therapy was adjusted with the discontinuation of the vancomycin. The patient continued with fortaz. The patient was feeling worse and went to the hospital on (B)(6) 2022. The patient was admitted and treated for the peritonitis event. The patient was discharged on (B)(6) 2022 and instructed to continue the ip fortaz for two weeks. The cause of the peritonitis is a suspected breach in aseptic technique. The patient reported washing lettuce and cutting hand. The patient stated there could have been insufficient hand washing after that incident. The patient completed the antibiotic regimen and continued to complete pd therapy during recovery.